Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01577, 3005168196-2021-01578.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully detached multiple smart coils in the target vessel using the handle. While advancing the next smart coil into the rotating hemostasis valve (rhv), the coil became kinked due to the rhv being too tight. Therefore, the smart coil was removed. The physician then advanced a new smart coil into the aneurysm and used the handle to detach it; however, the smart coil failed to detach. It was also reported that the physician made multiple troubleshooting techniques to detach the smart coil; however, the coil still failed to detach. Therefore, the smart coil and handle was removed. The procedure was completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.